Event description:
It was reported that during a routine device change out procedure, the lead exhibited loss of capture in bipolar configuration. It was noted that the lead had historically been programmed to unipolar configuration. The lead remained implanted and the patient would be monitored. The patients condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.